Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery, while using an ophthalmic system, significant surge was occurring and the anterior chamber completely shallowed/flattened after aspirating a piece of cortex. Additionally, cortex refluxed out of the ophthalmic handpiece back into the patient¿s eye. The issues seem to worse when the ophthalmic system had experienced more vacuum failures during priming. Procedure details and patient outcome have not been provided. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The company representative was unable to confirm nor replicate the reported issue. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review of complaints reported against this serial number was performed. All relevant complaints found (are still ¿in progress¿) but were reviewed as part of this investigation. The system was found to have no problem. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).